Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop has residual of several hundred milliliters several times, the pumps are working properly. The customer confirmed the quantity of products involved was least 10 tubing. No patient adverse events reported.

Manufacturer narrative:
Other, other text: h3: two cadd cassette reservoirs from part number 21-7363-24 and lot number 3971689 were received for evaluation. One was in used condition and the other was unused. All the complainant returned units were visually inspected at a distance of 12" to 16" under normal conditions of illumination. No damages were detected on the samples. The sample was set for accuracy testing using a cadd solis vip pump and a balance metter toledo to look for unusual function. No discrepancies were detected, the test successfully passed. The reported issue was unable to be confirmed and there was no fault found with the returned sample.